Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of kinked cannula after using the infusion set for 24 hours. Patient noticed symptoms 3 or more hours after insertion. The site of insertion was abdomen and was rotated regularly. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.